Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that yesterday she changed her site and she stated that it was red and itchy. The customer stated that she did a bolus to treat her high blood glucose, but she is not sure why she is running high. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer also stated that on the (B)(6), she passed out and had to go to the hospital. The customer is concerned that it might be her insulin that has lost its strength.